Event description:
It was reported that during a knee revision procedure, the blade broke. It was also reported that the broken fragment was successfully retrieved from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a knee revision procedure, the blade broke. It was also reported that the broken fragment was successfully retrieved from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.